Manufacturer narrative:
Product analysis: at analysis it was noted that the stylus was slightly off and the overlay and xy connector were reseated and the stylus calibrated to resolve. It was additionally noted that the plastic stand-off between the link electronic module printed circuit board and the microprocessing unit was replaced preventively. The hard drive was reconfigured and the software reloaded. The device then passed its final functional and system tests and no other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.